Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there were no actions/interventions taken to resolve the premature detachment. There was no kin k/damage observed on the pushwire.

Manufacturer narrative:
Continuation of d10: product ID apb-1.5-4-3d-es (228640110); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a ruptured saccular aneurysm in the right anterior communicating artery, there were issues with the 1.5-4-3d-es and 1-2-3d detachable coils. Coil premature detachment occurred twice, and the coil was not implanted in the intended location. The first coil fell into the parent artery, necessitating the implantation of an additional intracranial stent to compress the coil and prevent it from escaping. There was friction or difficulty during delivery on two occasions. The physician repositioned the coil three times for the first coil and two times for the second coil. Quality issues were reported with the coils. The echelon10 catheter was used to deploy the coils, and after repeated adjustments, the coil was accidentally detached in the microcatheter. The microcatheter and the 1-2-3d-es coil were removed from the body, and the operation was concluded. The surgeon indicated that there were quality issues with the coils.